Manufacturer narrative:
(B)(4). Medical devices: item # unk, unknown head, lot # unk, item # unk, unknown cup, lot # unk, item # unk, unknown stem, lot # unk. (B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been identified for a hip revision due to liner wear approximately 25 years post implantation. Attempts have been made and no further information has been provided.